Event description:
It was reported by the patient's spouse that the power light is on but the start/stop button is unresponsive on the previously working remote monitor. The patient tried disconnecting and reconnecting the monitor, but it is still unresponsive. The patient is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event during the initial visual/functional check. However, after further analysis was performed, the failure disappeared, therefore a root cause could not be determined.